Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of sixty-six (66) used thick thread design caresites were returned for evaluation. In addition, one caresite noted to be of the old thread design was returned without packaging for evaluation. Visual examination noted 63 of the thick thread design noted a crack on the female thread. No other visual defects were noted. The 67 caresites were pressure tested per specification. The 63 caresites which had a crack on the female thread were noted to leak during test. The other 4 caresites passed the pressure test. The 63 of the 67 returned samples confirmed the reported complaint of leakage. B. Braun medical has initiated a corrective action and preventive action (CAPA) to further investigate incidents of this nature. It should be noted, that the thick thread design and the old thread design were manufactured prior to CAPA implementation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per instruction manual, the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paciltaxel) for 24 hours. Per the event description: there were multiple events reported of 1 to3 days after infusing chemotherapy drugs (mtx, ctx, 5-fu), the product cracked. No injury reported.